Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user rebooted the machine and was not able to recover the multiple cubies on the single drawer. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that storage spaces were failed in single drawer due to damage pyxibus cable in drawer 6. A field service engineer replaced cable, inspected the rest of the drawers and reseated connections. Drawer 4 had several pockets fail with memory errors so verified normal operation of drawers in diagnostics. The customer recovered and released failed pockets and performed inventory on other drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user rebooted the machine and was not able to recover the multiple cubies on the single drawer. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.